Event description:
It was reported, "unit was involved with a patient burn". Hospital asked us to check out the unit only. (B)(4) for more information regarding macrolyte dispersive electrode burn".

Manufacturer narrative:
The device has been received at conmed electrosurgery, (B)(4), for evaluation; however, the evaluation has not yet commenced. A supplemental report will be filed on completion of the quality engineering investigation.

Manufacturer narrative:
The device in question, the excaliber plus, is an electrosurgical unit (esu) that provides both monopolar and bipolar modes for use in a variety of procedures where electrosurgical cutting, and/or coagulation is needed. The device has been received at conmed electrosurgery, centennial, colorado, for evaluation. It was reported that the esu was involved with a patient burn at the dispersive electrode site. The hospital returned the esu to be checked by our service center due to its involvement in the reported incident. The device was evaluated in our service center by a quality assurance engineer. The esu powers up normally with no errors. Outputs are within specifications. All hand and foot ports are working properly. Arm, aspen return monitor, circuit is working properly. The arm will detect a return dispersive electrode that is not connected properly to the patient, alarm and prevent the esu activation to virtually eliminate patient burns at the site of the dispersive electrode. This arm circuit only functions when a dual foil dispersive electrode is utilized. The dispersive electrode utilized in this reported incident was a single foil dispersive electrode. The customer adapter was found defective,not providing proper cut output. Also during testing it was discovered that all cut modes peak to peak are above maximum limit, which indicates that the a5c40 circuit may be open and not closing properly. These cut modes being above the maximum limit may have contributed to the patient burn when the inability to achieve good adhesion of the dispersive electrode occurred. (See medwatch 3007305485-2013-00012). The excaliber plus pc esu is a legacy unit. This means that the unit is an older unit that conmed corporation no longer actively stocks parts for repair and/or service of the unit. This unit can no longer be serviced or repaired. The end-user facility will be notified regarding the condition of the excaliber unit. Conmed is considering this complaint closed. This medwatch is associated with medwatch 3007305485-2013-00012 that was reported regarding the macrolyte dispersive electrode that was involved in this reported incident.